Event description:
It was reported that during the implant attempt, there was a potential perforation of the right ventricle resulting in pericardial effusion and acute pericardial tamponade. The patient required a pericardiocentesis. The right ventricular (rv) lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).